Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was on impella cp support. It was reported that during the peel-away sheath removal, the pump advanced into the ventricle and twisted upon itself. The medical doctor pulled the pump back across the valve and was able to untwist the impella. The pump was then able to advance across the atrioventricular into the ventricle again. There was no patient harm.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the positioning issue most likely was use related since during the peel-away sheath removal, the pump advanced into the ventricle and twisted upon itself. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26986 as it is unknown if the initial reporter also sent the report to the food and drug administration.